Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for peritonitis. On an unspecified date in the same month as the onset, the patient began treatment with unspecified antibiotics (doses, frequencies, duration and routes not reported) for peritonitis. Fourteen days after the hospitalization, the patient was discharged from the hospital and was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.